Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13i04032, h13h30047, h13j16050, h13j04064, h13k06034, h13k04070, h14a22089 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. One day after onset, the pt was hospitalized for the event. Treatment was not reported. At the time of this report, the peritonitis was resolving and the pt was recovering from the event. Additional information was requested but is not available.